Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps perform failure analysis. The instrument was found to have thermal damage to the distal pulleys near the yaw pulley and conductor wire interface. Material appears to have burnt off from the charring that occurred near the distal pulleys. The yaw pulley had thermal damage. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Additional observation related to customer reported complaint: the instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause is attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during central processing, it was noticed that the plastic sheathing on the cables on the fenestrated bipolar forceps instrument was worn or burned. Customer could not clean it off and tagged it for removal. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: damage was identified during reprocessing in central processing. The instrument was not inspected prior to reprocessing. No arcing observed during the procedure and there was no report of any patient injury. No reported collision with another instrument during the procedure, but it is considered the most plausible cause.